Manufacturer narrative:
The apollo micro catheter was returned for analysis. No damage was found with the apollo catheter hub. The apollo catheter body was found separated at 144.5cm from the proximal end of the hub, retained by what is possibly the stryker synchro guidewire. The guidewire was protruding from the distal end of the apollo micro catheter. The apollo tip was found detached and not returned. The guidewire outer coils were found damaged and the tip was found bent. The guidewire outer diameter (od) was measured to be 0.0114¿ at the distal tip, and 0.0136¿ at the proximal end. Per the apollo IFU (instructions for use), the apollo micro catheter is compatible for use with guidewires with a maximum od of 0.010¿. Therefore, the guidewire was found to be not compatible for use with the apollo micro catheter. No other anomalies were observed. Based on the device analysis and reported information, the customer¿s report of ¿catheter resistance¿ was confirmed. The use of an incompatible guidewire likely contributed to the reported resistance subsequently causing the catheter body to separate and the tip to detach. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a non-medtronic guidewire becoming stuck in an apollo catheter. The patient was being treated for an arteriovenous malformation. Vessel tortuosity was moderate. The apollo catheter was guided to the target with the guidewire. When the physician attempted to remove the guidewire from the catheter, it was found to be stuck within. Several attempts were made without success so the catheter was withdrawn with the guidewire within. The guidewire remained stuck though the tip of the guidewire was seen outside the tip of the apollo catheter. Both devices were replaced to perform the procedure. All devices were prepared and the catheter was flushed per instructions for use (IFU). There was no harm or injury to the patient. Ancillary devices: cook sheath, stryker synchro guidewire, navien intracranial support guide catheter. Additional information received reported that there were no kink or damage to the catheter or guidewire. The guidewire tip was not shaped.